Event description:
The system did not lock and there was a movement. The device was in contact with the pt but there was no pt injury. The event did not lead to an increase in surgery time. Additional info has been requested.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.